Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis was performed. Visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Additional analysis found that the inner conductor coil had a break at the distal end of the terminal pin. Detailed analysis of the lead is on-going. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements along with loss of capture. Decreased p-wave measurements were also noted. It was reported the patient has had multiple procedures on their atrium prior to system placement. The cause of the high pacing thresholds was believed to be due to the patient's heart tissue. There were no allegations against lead functionality. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis confirmed that the inner conductor coil had a break proximal to the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.